Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the bag/vent switch was not operating as expected.. The bag/vent switch was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to mechanically ventilate during a case. The patient was manually ventilated. There is no report of patient injury.